Event description:
It was reported that during a colon procedure, there was an error code 5 - instrument. Did not work at all. A new device was used to complete the case. No patient consequence was reported.